Manufacturer narrative:
Batch review performed on 20 december 2019: lot 162466: (B)(4) items manufactured and released on 17-jun-2016. Expiration date: 2021-06-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op check-up and it was determined that the patient had an aseptic loosening of the tibial tray 3 years after primary. The surgeon does not plan to revise the patient at this time ((B)(6) 2020).

Event description:
Reason for follow up: revision surgery performed the patient came in for a post-op check-up and it was determined that the patient had an aseptic loosening of the tibial tray 3 years after primary. The cause of the aseptic loosening is unknown. The surgeon revised the insert and tibial tray and added a cone and extension stem. The surgery was completed successfully.